Manufacturer narrative:
The report of the thermogard xp ivtm console ((B)(4)) displaying a tcmid:06 (ce post error) was reproduced during functional testing and confirmed during review of the event log. The root cause is due to loose wiring that led to the march pump to not run. The thermogard console was received with damaged window display, prime switch cover, lid bumpers and rear housing. These type of physical damages found during visual inspection is characteristic of normal wear and tear for the age of the device. Additionally, it was observed that the airtrap sensor block was spilled with liquid. This caused a contamination and created a short circuit which affected the functionality of the airtrap sensors. These issues are not related to the reported complaint. Review of the event log retrieved from console revealed multiple tcmid:06 and tcmid:08 error messages. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to the march pump not working due to loose wiring. The console is a reusable device and was manufactured on 09-feb-2012 with no record of preventive maintenance. It has exceeded its expected serviceable life of five years and is over 6 years old. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) on (B)(6) 2012 and ccr (B)(4) on (B)(6) 2014 were reported for the thermogard console with serial number (B)(4). For ccr (B)(4) replace cooling engine compressor to remedy event. For ccr (B)(4), cleaned air intake filter to remedy event.

Event description:
During inspection the thermogard console ((B)(4)) displayed a tcm ID 08 (coolant temp low) which was cleared by the user. It was further reported that the console operated for an unspecified time then displayed tcm ID 06 (ce post failure). No patient involvement.